Event description:
It was reported that during a stent placement procedure, the device allegedly failed to release itself from the sheath. The procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation, and the stent was still loaded in the delivery system and in place. The delivery system was detached from the handgrip at the level of the slider and the conversion tab which was missing. The trigger mechanism was activated and the slider moved proximally. During testing on the bench, the stent could be deployed by retraction and pulling. It is considered that the detachment of the delivery system led to the eventual failure to deploy the stent using the trigger which leads to confirmed results. Based on the information available and the evaluation of the returned sample, the investigation is closed with confirmed result for detachment and failure to deploy. A definite root cause of the reported incident cannot be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use IFU sufficiently address the potential risks regarding general warning the IFU states should unusual resistance be felt at any time during the procedure the entire system introducer sheath or guiding catheter and stent delivery system should be removed as a single unit and visually inspect the eluminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage do not use damaged equipment regarding procedural access the IFU states the bard safe 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath via the femoral route insert a 0035inch 089 mm guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion the packaging pictograms indicate an introducer size of 6f and a 0035 guide wire. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.